Manufacturer narrative:
During inspection and testing, the reported issue (poor water flow) was confirmed and found to be caused by clogged air/water nozzle. The water removal ability was out of specification and the air/water supply volume was out of specification due to clogged nozzle. In addition, service found the bending angle in up direction was out of specification due to wear of the angulation wire, and the connecting tube was wrinkled. There were scratches on the scope connector cover, the scope connector, the protector of universal cord on the scope connector side, the universal cord, the grip, the scope cover, the switch box, the up/down knob, the control unit, the adhesive on the bending section cover, and the lock engagement lever. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that their evis lucera elite gastrointestinal videoscope had poor water flow. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported problem was found during reprocessing after an unspecified diagnostic procedure. The procedure was completed using the subject device and the device was inspected before use.

Manufacturer narrative:
Corrected fields: b3/b5/h10 (information was inadvertently omitted from the initial). Correction to h10: due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It is unknown when the foreign material adhered to the scope and as a result it is possible it was used for a procedure with the material attached. It is unknown if there was no delay to the start of pre-cleaning. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no issues with the accessories used for reprocessing. It is unknown if the scope was immersed in detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth,, brush, or sponge. The air/water nozzle was flushed with detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There nozzle was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.